Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash underneath the front therapy electrode. During a follow-up the patient reported that the rash had worsened and had broken open. Further attempts to follow up with the patient were unsuccessful. The medical outcome of the rash is unknown.